Event description:
A customer reported that a posterior capsular tear occurred while using a 27 gauge capsule polisher during a cataract extraction procedure. A completed questionnaire was received from the surgeon indicating healon was put "down the hole" to prevent vitreous prolapse and the viscoelastic was left in the pt's eye.

Manufacturer narrative:
Samples have been received and in-house testing in progress. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's criteria. (B)(4).